Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray revealed rv lead dislodgement. Inconsistent capture and sensing anomalies were observed on both lv and rv leads. The rv lead was explanted.